Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven months post implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient had a suspected pocket infection. It was noted that the patient fell; landed on their chest, and hit their crt-d device. The patient presented to the emergency department two weeks after their fall and was admitted due pustules and purulent discharge on top of the healed incision site. The patient reported not feeling well; had weakness and tiredness. The patient also experienced discomfort, redness, tenderness, and swelling. The physician opted to wash out the patient's pocket and inserted an antibacterial envelope. The device and leads are still in use. No further patient complications have been reported as a result of this event.